Manufacturer narrative:
The insulin pump was received with the audio tone and vibrator functioning properly. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests also, passed the self test. No cracks on the screen noted. However, the insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on the middle of the esc button on the screen. The customer doesn't know how the damage occurred. The customer can't see the screen well. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.